Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had an image failure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the image sensor unit may have had anomaly and there was damage to the charged coupled device (ccd), leading to the subject event. Regarding the probable cause of the anomaly, irregular load may have been applied to the bending section, leading to the event since chipping on bending section cover glue was observed. However, the cause was unable to be specified. The event can be detected by following the instructions for use (IFU): instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿, ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.